Event description:
It was reported that the nurse just initiated therapy but did not have good flow, so they disconnect and reconnect pads. Once they did arctic sun device alerted water reservoir low. They emptied pads and restarted therapy with no issue. Flow rate (fr) was good at 3.2l/m, but before ending call dropped to 0.0l/m and alerted low flow. Discussed how if they did not empty pads before disconnect and reconnect, the water would be in the pads so there would be less water in the device which could cause this alert. Water level was now at 3 bars. Had nurse confirm all tubing was straight with no kinks and reconnect pads holding the blue tubing, not the clear plastic clamps. Circulation pump command (cpc) was 100 percentage, inlet pressure (ip) was -0.2, pump hours were 12,634.2 and system hours were 14,410.2. Discussed with them how this could be the pump or the pads. Offered to walk through placing device in manual mode and confirming if it was the pump and caller declined and stated that they have an extra device handy and would send this one to be serviced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. During evaluation, it was confirmed that the unit was not received proper flow. Circulation pump was serviced. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse just initiated therapy but did not have good flow, so they disconnect and reconnect pads. Once they did arctic sun device alerted water reservoir low. They emptied pads and restarted therapy with no issue. Flow rate (fr) was good at 3.2l/m, but before ending call dropped to 0.0l/m and alerted low flow. Discussed how if they did not empty pads before disconnect and reconnect, the water would be in the pads so there would be less water in the device which could cause this alert. Water level was now at 3 bars. Had nurse confirm all tubing was straight with no kinks and reconnect pads holding the blue tubing, not the clear plastic clamps. Circulation pump command (cpc) was 100 percentage, inlet pressure (ip) was -0.2 psi, pump hours were 12,634.2 and system hours were 14,410.2. Discussed with them how this could be the pump or the pads. Offered to walk through placing device in manual mode and confirming if it was the pump and caller declined and stated that they have an extra device handy and would send this one to be serviced. Per the wo update on 02jan2024, it was reported that the calibration attempted on the device was failed for an error 80 expected 6 actual 28. Additionally, the device was returned, and the rear wheel was laying in box. Per sample evaluation results on 03jan2024, it was reported that the crack found on the bottom of the bezel.

Event description:
It was reported that the nurse just initiated therapy but did not have good flow, so they disconnect and reconnect pads. Once they did arctic sun device alerted water reservoir low. They emptied pads and restarted therapy with no issue. Flow rate (fr) was good at 3.2l/m, but before ending call dropped to 0.0l/m and alerted low flow. Discussed how if they did not empty pads before disconnect and reconnect, the water would be in the pads so there would be less water in the device which could cause this alert. Water level was now at 3 bars. Had nurse confirm all tubing was straight with no kinks and reconnect pads holding the blue tubing, not the clear plastic clamps. Circulation pump command (cpc) was 100 percentage, inlet pressure (ip) was -0.2, pump hours were 12,634.2 and system hours were 14,410.2. Discussed with them how this could be the pump or the pads. Offered to walk through placing device in manual mode and confirming if it was the pump and caller declined and stated that they have an extra device handy and would send this one to be serviced. Per the wo update on 02jan2024, it was reported that the calibration attempted on the device was failed for an error 80 expected 6 actual 28. Additionally, the device was returned, and the rear wheel was laying in box. Per sample evaluation results on 03jan2024, it was reported that the crack found on the bottom of the bezel.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. During evaluation, it was confirmed that the unit was not received proper flow. Circulation pump was serviced. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.